Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in an adult female patient who had essure (batch no. 678820) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, hyperlipidemia, scoliosis, anemia and oa hip. Previously administered products included for an unreported indication: mirena. Concurrent conditions included asthma, depression, anxiety, ovarian cyst, (B)(6), cervical cancer, hypermenorrhea and smoker. Family history included cervical cancer (mother: died (B)(6)), hernia repair (father: died (B)(6) died during surgery), chronic obstructive pulmonary disease, heart disease, unspecified and myocardial infarction (siblings:1 died ml (myocardial infraction) (B)(6)). Concomitant products included acetylsalicylic acid (aspirin), citalopram hydrobromide (celexa), fluticasone propionate (flovent hfa), ibuprofen and oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), libido decreased ("hormonal changes (decreased libido)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain/ abdomen pain (constant, moderate to severe)"), fatigue ("fatigue") and weight increased ("weight gain"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In 2012, the patient experienced visual acuity reduced ("vision/ eye problems (type: vision acuity decrease)"). In (B)(6) 2017, the patient experienced constipation ("gastrointestinal or digestive system condition (type: constipation)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, libido decreased, vaginal haemorrhage, menorrhagia, sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, abdominal pain, vaginal discharge, visual acuity reduced, fatigue, weight increased and constipation outcome was unknown. The reporter considered abdominal pain, bladder disorder, constipation, dysmenorrhoea, fatigue, genital haemorrhage, headache, libido decreased, menorrhagia, migraine, pelvic pain, sexual dysfunction, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual acuity reduced and weight increased to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. On (B)(6) 2018, pathology report : diagnosis: uterus and cervix. Total hysterectomy. Adenomyosis. Secretory endometrium chronic cervicitis. Vaginal cyst. Excision gross description: the specimen is received fresh labeled with patients name and uterus and cervix and consist of a 99 gm unopened uterus (8.0 x 6.0 x 4.5 cm) with attached cevix (3.6 x 3.5 x 1.2 cm) and without attached bilateral adnexa. The serosa is pink and smooth with no defects grossly identified. The cervix is surfaced by tan white smooth glistering mucosa with no discrete lesions identified. The cervical os (1.2 x 0.2 cm slit like) is patent. The endocervical canal (3. Cm in length x 0.7 cm in diameter) is tan yellow and has a slight trabeculated pattern. The endometrial cavity (3.8 cm in length x 1.4 cm cornu to cornu) is surfaced by pink tan to red brown smooth glistering endometrium (0.1 cm average thickness). The myometrium is pink tan to tan yellow and trabeculated. No discrete lesions or noduels are grossly identified. The myometrium averages 2.2 cm in thickness. Representative sections are submitted as follow: 1a:anterior cevix 1b: posterior cervix 1c: anterior lower uterine segment 1d: posterior lower uterine segment 1e: anterior endomyometrium to include serosa 1f: posterior endomyometrium to include serosa 2. The specimen is received fresh labeled with the patients name and vaginal cyst and consists of an irregular pink tan smooth membranous fragment of soft tissue (2.0x l.8 x 0.4 cm), the specimen is serially sectioned and no discrete lesions are identified, the specimen is submitted entirety in cassette # 2. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirming pelvic pain, abdominal pain, migraines. Most recent follow-up information incorporated above includes: on 15-feb-2018: new events added: hormonal changes (decreased libido), abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, migraines / headaches, dysmenorrhea (cramping), pain/ abdomen pain (constant, moderate to severe), vaginal discharge, vision/eye problems (type: vision acuity decrease), fatigue, weight gain, gastrointestinal or digestive system condition (type: constipation), patient history, lot no, lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery ( to remove the essure implants). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.